Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause was not determined.

Event description:
It was reported that the system froze and had to be rebooted during a surgical procedure conducted at the user facility. No impact to the patient or procedural delays were reported with the event.

Event description:
It was reported that the system froze and had to be rebooted during a surgical procedure conducted at the user facility. No impact to the patient or procedural delays were reported with the event.